Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false negative (-) total bhcg (tbhcg) result that was generated by the access 2 instrument for a single patient sample. A patient sample was tested for tbhcg and a result of 1.42miu/ml was obtained. The result was reported out of the lab and questioned by a physician since patient is pregnant. The customer re-tested the original sample diluted and tbhcg result was 14,241miu/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Per customer, qc was in specifications. They stated that washed cv for system check was elevated, but was in range. The specimen was collected in a bd, lithium heparin tube with gel separators and was centrifuged at 3,500 rpm for 7 minutes. Customer did not question any other samples at this time. During troubleshooting with a customer technical service (cts), customer determined that they did not have a tbhcg pack in the slot. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) and a system check which passed specifications. The fse verified the instrument per established procedures. The mis-loaded tbhcg pack is the root cause of this event.